Event description:
The device was used during an annexectomy procedure. Reportedly, the instrument was broken in the package. The surgeon used another instrument for the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
7/16/1998-supplemental report #1 sent to FDA. Corrected data in d9. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.